Event description:
It was reported that while using two bd vacutainer® sst¿ ii advance, foreign matter was seen in the bottom of the tubes. There was no health impact or consequence reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using two bd vacutainer® sst¿ ii advance, foreign matter was seen in the bottom of the tubes. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received 3 photos for investigation. The photos were reviewed and revealed fm within the gel. Additionally, 100 retained samples were visually inspected, and no fm was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode of fm-unknown. Bd was not able to identify the exact root cause for the indicated failure mode and based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.